Manufacturer narrative:
The device has not been explanted and after successful revision surgery is not expected to be explanted for the time being. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that there were problems with the positioning of the active electrode during the implant surgery which took place in 2006. The surgeon doubted that the array was placed correctly inside the cochlea and was concerned that it had been damaged during the insertion. Two months later, the surgeon carried out a re-positioning surgery of the active electrode. The implant's position was confirmed by x-ray. Impedances indicated that the electrode was correctly placed and auditory nerve responses showed neural response at 1000 cu.